Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after a recent factory reset performed per healthcare provider direction, with a documented low blood glucose of 69 mg/dl and subsequent self-treatment with approximately 40 grams of oral glucose tablets. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included transient blood glucose outside the target range for about one hour, without professional medical intervention, ketone testing, or hospitalization; blood glucose was later reported at 177 mg/dl. Investigation included complaint intake review, review of available device use information, and user education on hypoglycemia treatment. Investigation of this case revealed that the device was functioning as intended with meals being announced and automated insulin delivery operating, and that the hypoglycemic episode resolved with oral carbohydrate administration; contributing factors could include overtreatment of hypoglycemia. It was concluded that the event was user-managed hypoglycemia with cause unclear, with education provided to treat with smaller, incremental carbohydrate doses and to monitor blood glucose to remain within range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.